Event description:
Reporter alleged obtaining discrepant back to back blood glucose values of 110, 161 and 210 mg/dl when all test were performed within 10 mins on the active s system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.